Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of twenty for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two bard ptfe pledgets packages were returned for evaluation. During visual evaluation, no evidence of breach of sterile barrier was observed. Sample one, was noted to have discoloration and unknown material were noted within packaging. Sample two was noted to have black specs within packaging along with discoloration. Therefore, the investigation is confirmed for the reported contamination issue. A definitive root cause for the contamination issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2026),

Event description:
It was reported that during preparation for a procedure, a black foreign material was allegedly found in the package upon opening the device. There was no patient contact.

Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of twenty for this event. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 12/2026.

Event description:
It was reported that during preparation for a procedure, a black foreign material was allegedly found in the package upon opening the device. There was no patient contact.